Manufacturer narrative:
It was later reported by the philips rep that the site had discarded the device and would not be returning it. No evaluation will be performed.

Manufacturer narrative:
During a review of FDA website on (B)(6) 2019, it was discovered that a medsun entry was present for this complaint event. On (B)(6) 2019, manufacturer received hard copy of the medsun report pertaining to this complaint event (report # (B)(4)); both reported that patient died two days after the procedure. This follow up MDR is being submitted to, capture the fact that the patient died.

Manufacturer narrative:
Although requested the device has not been returned for evaluation at this time. There is no allegation of a malfunction of the elca device.

Event description:
A philips representative reported that during a coronary vascular intervention procedure to treat a severely calcified lesion in the mid segment of the left anterior descending (lad) artery, a spectranetics elca coronary laser atherectomy catheter 110-004 device was used, and the diagonal of the lad vessel was perforated. The physician placed a cover stent and the patient was transported to the operating room for surgery. The patient survived the procedure. There is no allegation of a malfunction of the elca device.